Event description:
It was reported that a vns pt experienced an increase in seizures due to unk reason. Additional info from the treating nurse revealed the pt's system diagnostics dcdc was 0. Previous diagnostics were not available for further evaluation. At the moment, it is unk if the increase in seizures was above pre-vns level and if there was an issue with the pt's device as good faith attempts to obtain additional info have been unsuccessful to date.